Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Manufacturer narrative:
(B)(4). Additional information: the complaint indicated a hole in the package. One primary package was returned without its individual labeled carton. The package was visually inspected and it was confirmed that a hole was present in the tyvek at the edge of the blister flange. The hole is a puncture from the outside that snagged and pulled a tab of the tyvek up. There are no scrapes around or near the hole in the tyvek, but there is evidence of compression atop the tyvek as it is pressed down below the level of the blister flange. The package showed other signs of excess handling such as tyvek that has been pressed into the groove of the blister flange on the outer perimeter of the package as well as soiled tyvek. The package was returned without a carton so we were unable to examine the carton for signs of damage. It is unknown if the package was stored outside of its carton at the hospital storage or what the storage conditions are at the customer. Packaging controls include 100% inspection of packages immediately after sealing at a workstation that has no sharp edges or corners and no other objects are allowed at the inspection station except the package and the individual carton. Packages are placed into cartons immediately after inspection. Random tightened quality inspections are conducted according to sampling plan. Tyvek is printed and 100% inspected prior to placement on the packaging line. For the reasons outlined above, it is suspected that the damage on the tyvek is external cause..

Event description:
It was reported that prior to an unknown procedure, staff saw there was a hole in the plastic packaging, not the outer box, but the internal packaging of the product. Therefore it is not sterile. Used another one to finish set up. No delay to procedure. There were no adverse consequences for the patient reported.